Event description:
Reporter indicated that interrogation was not possible with a programming wand. A company representative in another country, indicated that the wand was received with a depleted battery, but after substitution with a known good battery, the wand was able to communicate. The wand has been received and is awaiting analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.